Event description:
It was reported that during a bph surgical procedure, the customer reported "not vaporizing" at 200,000 joules. The case was completed with an alternate procedure (turp). Patient outcome: no injury to patient reported. No further information was reported.